Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the implantable neurostimulator (ins) was in (B)(6) of 2012 and she had not been well since it was removed. She had infection and cancer in her back and it was horrible. The patient wanted to know if the healthcare professional (hcp) could see the patient's spine when the wires were being inserted. The patient wanted to know if it was necessary to take out bone if the hcp did a laminectomy. The patient was redirected back to her hcp, but it was noted that she was not speaking to her hcp and did not want other hcp listings. She had not been well since removal and now had a hole in her spine. Further follow-up is being conducted to determine if the cancer was related to the meningitis, when the cancer was diagnosed, what actions, interventions, or treatments have been performed related to the cancer/meningitis, and how the patient is doing now. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that their device was removed. The patient noted that the healthcare professional (hcp) put the device in her spine with meningitis in 2011 and she had cancer in the brain from her meningitis in her spine. The indications for use include complex regional pain syndrome type 1. If additional information is received, a supplemental report will be sent.